Manufacturer narrative:
Other serious or important medical events: it is unknown if and what medical or surgical intervention was required. Based on information provided, it cannot be determined that the alleged increase in wound size is related to the activ.a.c.¿ therapy system. The activ.a.c.¿ therapy system was subsequently discontinued, and the patient was referred to plastic surgery for possible gastroc flap and skin graft. No additional information was provided. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 29-jun-2021, the following information was provided to kci by the physician's office representative: the activ.a.c.¿ therapy system was removed allegedly due to the wound increasing in size. No additional information was provided. On (B)(6) 2021, the following information was provided to kci by the nurse: on (B)(6) 2021, the patient was placed on an alternate dressing, and the activ.a.c.¿ therapy system was to be removed due to the wound becoming larger while on the activ.a.c.¿ therapy system. The prescribing physician stated that the wound v.a.c.® was working well with the wound initially but the wound appeared bigger in size the last couple of weeks. The patient was referred to plastic surgery for possible gastroc flap and skin graft. On 13-apr-2021, the device was tested per quality control procedure by a kci service center, and the device passed and met specification. On (B)(6) 2021, the device was placed with the patient. The device was returned to kci on 23-jun-2020, tested per quality control procedure by a kci service center and passed. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.